Event description:
Customer reported that a patient with no previous history failed to react in the anti-a microtube of the mts a/b/d monoclonal and reverse grouping card lot # 053107037-28. A positive reaction with anti-a antisera was obtained through additional testing performed with the tube method. Sample reacted negative with anti-a1 lectin. The sample was identified as group asubb positive. Erroneous results were not reported, as the results did not match the alternate method.

Manufacturer narrative:
Sample and cards were not returned by the customer for investigation. Therefore, complaint could not be verified. No definitive root cause was identified for the reported event. However, sample cannot be ruled out as a contributing factor. The product labeling states the anti-a gel reagent may not detect some weak subgroups of the a antigens. The use of the anti-a, b card may better detect these weak antigens. A complaint review indicates no other similar complaints have been logged against this lot.